Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A supplies manager reported a dialyzer blood leak associated with a hemodialysis (hd) treatment. There was no harm, intervention or adverse event reported in the initial report. Multiple attempts were made to gather missing details and request for a sample return. No data or sample status was provided.